Event description:
Caller states the product presents a defect in the cuff valve. At this time, required medical intervention (recannulation of a replacement tube) is not confirmed. Attempts are being made to collect further info related to this report.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the mfg site for analysis but has yet to be received.